Manufacturer narrative:
(B)(4). Brand name: femoral head sterile product do not resterilize 12/14 taper. Concomitant medical products: 00620006022, shell porous with cluster holes 60 mm o.d., 61050759. 00630506040, liner standard 3.5 mm offset 40 mm i.d., 61094233. 65771101300, femoral stem 12/14 neck taper plasma, 61033612. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00522.

Event description:
It was reported that the patient's left hip was revised six years post implantation due to hyper-cobaltemia, cardiac and neurological cobaltism, symptomatic pseudotumor on anterior capsule of the left hip. Signs of fretting and corrosion including black corrosion debris, limited range of motion, metal debris at the hip-neck junction. There were lengthen of the limb resulting in need for a lift in the contralateral shoe. Peripheral neuropathy of unclear etiology cognitive dysfunction and refractive hypertension all problems consistent with systemic cobaltism. Over the past 4 months he has developed progressive pain at the hip consistent with periprosthetic tissue irritation or necrosis. He was therefore indicated for revision. The acetabular component and liner were retained. Revision of the femoral component was performed. Debridement of pseudotumor affecting anterior hip capsule was performed. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, b6, b7, g3, g4, h2, h6. The received additional information does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item#: 65771101300 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset lot#: 61033612. Item#: 00620006022 shell porous with cluster holes 60 mm o.d. Lot#: 61050759. Item#: 00630506040 liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell lot#: 61094233. Item#: 00625006530 bone scr 6.5x30 self-tap lot#: 61191835. Reported event was confirmed by review of op notes which indicated the anterior capsule was markedly thickened, avascular, and necrotic requiring extensive debridement. There was proximal femoral bone deficiency due to extraction of and the varus position of the primary stem that was treated with autogenous local bone grafting. Large pseudotumor with metallosis and necrotic tissue and extensive taper corrosion noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.